Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump unable to prime during the prime test due to protruded/loose drive support disk. No prime alarm. Minor scratches on lcd window, cracked display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported that the insulin pump alarmed. The blood glucose reading at the time of the event was 236 mg/dl. During troubleshooting, the customer detected that the drive support cap was sticking out. Prior to the incident, the customer was uncertain if he pressed the cap while connecting. He was advised to discontinue use of the pump. No further information was provided.